Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that a cadd-solis vip pump kit failed to function properly, as the medication bag did not empty while the counter displayed 0, with no upstream sensor alarm, occlusion alarm, or error code generated during use. There was no reported patient involvement.